Event description:
I have started having multiple neurological and endocrine based symptoms. Some have come and gone, but others persist. Balance issues, low appetite, fatigue, light headedness, dizziness, brain fog, anxiety/depression. Feet swelling and hands swelling, sleep disturbance, headaches, muscle weakness, hair loss, etc.